Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller ((B)(6)) was evaluated following the reports of electrostatic discharge (esd) and loss of left ventricular assist device communication events. The esd and loss of loss of left ventricular assist device communication events will be further addressed under the corresponding pump investigation. The system controller was returned for testing. The unit functioned as intended and passed all tests. The controller was able to support a mock circulatory loop for an extended duration without issues or alarms. The submitted and downloaded log files were reviewed and did not indicate an issue with the system controller. The reported events could not be correlated with an issue to the system controller. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient was doing well and would continue to be monitored.

Event description:
It was reported that the patient presented to the emergency room for communication fault alarms. Upon arrival, the pump appeared to not be functioning and was off for approximately 3 hours according to the ventricular assist device (vad) coordinator. The patient was borderline hypotensive, placed on a heparin drip but otherwise stable. The patients last international normalized ratio was subtherapeutic, yet their hemodynamic status proceeded to decline. An aline set up was prepped and pressors were on standby. Log files were submitted for review. The event log captured loss of left ventricular assist device communication. On (B)(6) 2025 both communication a and communication b were out from 09:42 to the end of the log. The log also captured electrostatic discharge (esd) events on (B)(6)2025 at 09:48, (B)(6) 2025 at 09:44 and 11:06. During these events the pump was off for approximately 4- 5 seconds during this reset. Two of the 3 previous pump resets (all of which were likely due to esd) occurred right around 9:45 in the morning, with these two also occurring while the patient was on the mobile power unit (mpu) power. This final event also occurred at 9:45 in the morning while connected to mpu. Upon further review from medical staff, it was decided that the patient was too high risk for pump replacement. The decision was made to attempt to restart the pump. Patient was on heparin infusion, and an additional bolus was administered and allowed to circulate for several minutes. Then a secondary system controller was prepared with a new modular driveline. The controller and modular cable were exchanged and the pump restarted. The patient did not display any immediate signs that would suggest a cerebrovascular accident. The patient's blood pressure began to stabilize, and clinicians were able to rapidly down-titrate vasopressors and the patient's chest pain and headache immediately resolved. A hospital owned power module was issued to the patient to replace the mobile power unit that was at their home. The patient also reported that each of the esd events occurred when they were getting up for the day and connecting to batteries from the mpu. Mpu was said to be returning for evaluation along with modular cable and system controller. It was said that the patient was on a low flow controller which was replaced with their secondary low flow controller and have since been returned. It appeared that the problem was really with the driveline to the clinician, but both were exchanged to be "safe".

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.